Event description:
Procedure type: lung resection. According to the reporter: the customer reports that during lung/bronchus stapling the device cut and stapled but could not be released and stayed shut on tissue. The sulu would not open. The intervention was converted to an open surgery. Extended time over an hour and patient condition is very fragile.

Manufacturer narrative:
(B)(4).